Manufacturer narrative:
The customer contact indicated the device was discarded.

Event description:
The customer contact reported cut tubing; subsequently, blood loss was noted. The tubing set was being used during an unspecified CT scan. After an unspecified length of time in use, it was reported that the white slide clamp cut the tubing after the clamp was used to close off the flow of fluid. An unspecified volume of blood was lost. The tubing set was replaced and the scan was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.